Manufacturer narrative:
An investigation was not possible as the device was not returned despite multiple requests. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00040. This resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 15 out of 15.

Event description:
User reported the device had the error "pbv overtemp (274)" and was unable to cool during set up. The case was completed successfully with no harm to the patient involved, by using a back up device. We consider inability to heat or cool to be reportable.